Event description:
Customer reported the system an x-ray security error when activating x-rays from the dog house x-ray switch. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the doghouse x-ray switch. System operates as intended.